Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("somebody regarding proper steps after a perforation of tube during hysteroscopic essure placement") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). At the time of the report, the fallopian tube perforation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and fallopian tube perforation with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.